Manufacturer narrative:
The pump was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test or verify error 53,38 and 82 alarm due to critical pump error (open book). (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had software detected alarm and other insulin pump error alarms. Troubleshooting was done for software detected alarm. Customer was able to clear the alarm and able to rewind insulin pump. Customer did self test and it did pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.